Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the light button of insulin pump was harder to press and hard for it to come on. The customer blood glucose level was unknown. Customer stated that insulin pump took longer for information to come up on the screen when putting in a new battery. Customer also stated that rewinds took slower. Customer did not had time to troubleshooting. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No unexpected rewind anomalies noted. (B)(4).